Event description:
The following was reported to hamilton medical ag: tf (technical faults) 431008, 231012, 485002, and 485001 during start-up (with sw 2.x.x). Patient was not harmed.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).